Event description:
It was reported that a device was used during a prostatectomy. It was reported the device causes a block of any device assembled. The case was completed with another h2tuv. There was no pt consequence.